Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin injection (1 gram as a loading dose and then every five days, route and duration not reported), fortum injection (1 gram in night exchange, intraperitoneally, frequency and duration not reported), and heparin injection (1000 units, route, frequency, and duration not reported) for the peritonitis event. On an unreported date, dianeal therapy was discontinued and the peritoneal dialysis catheter was removed. The patient was recovering from the peritonitis event. No additional information is available.